Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the tip of the handpiece occluded during a surgical procedure. The handpiece was exchanged to complete the surgery. Patient impact was unknown at the time this report was prepared. Additional information has been requested but not received.

Manufacturer narrative:
Additional information: the handpiece was examined and the reported event was not replicated. With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on february 6, 2014. Based on qa assessment, the product met specifications at the time of release. No phaco tip (unspecified product) was returned for the tip being occluded. No consumable lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The root cause cannot be determined conclusively. (B)(4).